Event description:
The catheter was kinked at the pump site. The catheter was replaced. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.